Event description:
Boston scientific crm received information that this lead was explanted secondary to patient infection. A new lead and system was implanted. The explanted lead has not been returned, and analysis would not be required based upon available information. Should more information become available to our company, this event will be reopened and updated as necessary.